Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(6). The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, the communication indicator on the navigation system was orange indicating a communication error. The representative reported that the viewing station of the imaging system was set to the appropriate igs server and the issue was resolved. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.